Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4) all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported products were returned for investigation. Due to returned test strips being expired, the returned meter was investigated with retained test strips. The complaint was not confirmed and no errors were observed. The number 165 and "mem" were not observed on the meter display after test strip was inserted.

Event description:
Customer reported a display issue with her adc blood glucose meter, noting the meter provides a number (165) and "mem" after a test strip was inserted into it, which prevented her from receiving a result. Customer further reported that on (B)(6) 2012 after waking up she self-administered "two shots of 60 units of lantus insulin" and then subsequently experienced "dizziness", was "shaky", noted her "eyes turned black and cannot see" and then lost consciousness "for 10-15 minutes". Customer was given an oral glucose tablet by her husband. There was no report of death, serious injury or mistreatment associated with this event.